Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that an "elevate" mesh was implanted in 2010 to treat for a cystocele repair. Additional information indicates that after implant, the patient experienced painful vaginal mesh erosion and pain related to the mesh placement. "Palpating the upper portion of the anterior mesh up where the arm comes off of the body consistently reproduced her discomfort." Also, there were several small 0.5 centimeter areas where fibers were exposed near the top of the vagina. On (B)(6) 2012 the operative findings were: "two linear areas of mesh exposure at the cervicovaginal junction. In the upper part of the vagina, adjacent to that in the midline, there was a thin area of vaginal epithelium that was there from the previous mesh excision. The mesh was intact form side-to-side below that in the area of the urinary trigone. There did not seem to be particular inflammation and there was not over folding. There was extrusion as previously mentioned. The arms extended up into a proper location up towards the sacrospinous ligament. We were able to identify the elevate disk on the patient's right-hand side, but on the left hand side it was above the area that was dissectible."